Event description:
On 06/07/2008, the pt reported an elevated blood glucose reading of 400 mg/dl on the day before. He stated his symptoms were cramps, nausea, and tense muscles and he corrected his reading by bolusing insulin through his insulin infusion device. On two days after the original date, the pt called back and said, he discovered the glass insulin cartridge in the device was cracked and insulin was leaking out inside the device. He said he believes this is the reason for the elevated reading. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.